Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that part of the optic and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: ( no conclusion can be drawn) - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens, and the lens was torn during insertion. The lens was removed and replaced without any pt injury. The reporter stated that the incident was caused by a loading error.